Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. Common causes of the failure mode broken - distal instrument grip cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument internal cable had tear and suddenly exposed the wires dangerously on the important vessels near renal hilum. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use. The reported issue occurred while dissecting the renal artery. The instrument silver cable was broken, with a full breakage. There was no damage to the conductor wire insulation. The instrument did not collide with any other instrument or tool during the procedure. It is unknown if a fragment fall inside the patient. There was no patient injury. There were no issues such as loss of cautery or thermal damage.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has requested the fenestrated bipolar forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. Isi has received the images of the broken fenestrated bipolar forceps instrument. The review of the provided image is conducted by the isi failure analysis engineer (fae) and found that the grip cable is broken. Fae would not see any damage to the conductor wire or any insulation damage. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had broken cable and it is unknown if fragment fell into the patient during a da vinci assisted procedure. At this time it is unknown what caused the wire dislodged from the instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address: is not available. Field device manufacture date is blank because insufficient product information was provided in order to obtain the date of manufacture.